Event description:
End-user reported medical attention was sought on (B)(6) 2019 around 10am at the supermarket. End-user stated that she tested her blood glucose in the morning and she received a result of 225mg/dl, a normal result for that time of day is usually around 90-130mg/dl. She stated that she took her 16 units of insulin then had breakfast that consisted of eggs meat (did not say what kind) and fruit. The end-user tests 3 times a day on her fingertips. End-user said she went to the supermarket where she passed out and the paramedics were called. She was not given any food or medications while waiting for paramedics to arrive. Upon arrival the paramedics tested her blood glucose she did not know what the result was but she was treated with glucose through an IV and transported to the hospital. She does not know what her blood glucose was when she arrived at the hospital. She does not recall what tests were done but stated that she was given more glucose through her IV. After a few hours she was discharged with a blood glucose of 108mg/dl. She was treated at (B)(6) medical center: emergency services (B)(6). No further information was provided.